Manufacturer narrative:
Additional information: h6(update codes), h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing tip of a clearlink system continu-flo solution set broke off in the patient¿s hickman. Fluid started backing up down the line. This was observed when removing the tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.